Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient provided their weight at the time of the event. The patient reported information that was previously documented. The patient stated the pain from the accident is still severe, other than their prior chronic pain. The patient stated they were seeking physical therapy to get the pain under control. No further complications were reported/expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the patient had been in a car accident where the car rolled over. The patient stated the accident had worsened her preexisting whiplash. The patient reported that after the car accident the ins was not working properly and all the settings got changed, and as a result she has been suffering more with additional pain and needed the device to be reprogrammed. The patient was reprogrammed by a manufacturer's representative (rep) and is now also charging more frequently because her settings are higher. A scan showed all the leads are in the correct position and "everything's fine." There were no reported complications and no further complications were expected. Patient was implanted for spinal pain.